Event description:
It was reported that the patient experienced return of symptoms over the last three refill cycles. The symptoms progress to withdrawal and hospitalization. The symptoms reported included increased baseline pain, nausea and flu-like symptoms. The reservoir volume was consistent with the expected volume displayed on the programmer; approximately 3.5ml. No pump alarms were reported. Troubleshooting options were being considered as well as, bringing the patient in sooner for refill, and/or confirming the drug stability of the compounded morphine 20mg/ml with the compounding pharmacy. Additional information has been requested, a follow-up report will be sent if additional information becomes available.